Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second perclose proglide device being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned deployed missing its suture, posterior needle tip, anterior and posterior cuffs and link. Analysis of the device found the returned body of the device, lever, foot, guide, sheath and plunger/needles assembly with no damage detected that would contribute to the reported needle to cuff miss. Both ends of the foot were examined and there was no evidence of needle strike marks detected and blow-through marks were present on the posterior foot indicating posterior cuff ejection from the foot. An attempt to reinsert the plunger needle assembly into the device to test needle trajectory, needle depth and push mandrel travel was successful with all parameters successful. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Based on the inspection criteria and its results and the analysis of the returned components the reported needle to cuff miss is confirmed. A cause for the cuff miss could not be determined and there does not appear to be any indication of a lot specific product quality deficiency. A review of the finished device lot history records did not find any nonconforming material records associated with this lot. Each component is inspected during manufacturing and each finished goods lot is inspected.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. Another proglide was used with the same results. Hemostasis was achieved with a third proglide. There was no adverse patient sequela. Though requested, no additional information was provided.